Manufacturer narrative:
The following results are from the returned test strips that were measured with the returned meter with a high level control sample. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 8:55 am, the result from the meter was 4.2 inr. At 9:30 am, the result from a laboratory using an unknown reagent was 1.87 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. One vial of test strip lot 36889311 and the customer meter were received for investigation. Test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter with a high level control sample: control sample lot 38782900. Specified target range 2.5-3.1 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3 all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Relevant retention test strips (lot 368893) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned customer material and retention material comply with the specification.